Event description:
A device was returned to the manufacturer in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. During the evaluation of the device at the service center, the device was visually inspected and found blower foam degradation. The device¿s blower subassembly, flow sensor assembly, bellows, and thermistor were replaced to address the issue. In addition, a service required alarm condition indicating a failure of the internal battery was observed. The device's internal battery was replaced to address the issue. Not related to a reportable event, the device's rear enclosure, active exhalation control module and sensor board were found to be damaged. No malfunction of the components was noted. The sensor board was damaged during service. The device's tubing kit and exhaust fan were found to be contaminated with dirt and were replaced to address the issue.